Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe charred detritus adhesion; the glass cap exhibits severe devitrification at the output area. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the physician was aggressively attempting to clean the fiber opening by rubbing the fiber tip against the wall of the prostate. The technician advised the physician to take the fiber out of the patient and clean the tip, however by this time, the tip of the fiber became dislodged / detached. The fiber cap was retrieved from the patient using graspers and the procedure completed using a second surgical fiber at 269,664 joules of use. Patient outcome: "ok" - there was no injury reported.